Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was not confirmed during archive review or the initial functional testing. However, reported user advisory (ua) 11 (max patient temperature exceeded) error was confirmed during archive review and initial functional testing. The temperature sensor needs replacement to address the issue. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, the sticky clutch plate was deburred to address the issue. During functional testing, the platform user advisory (ua) 11 (max patient temperature exceeded) error confirming failed temperature sensor. Review of the archive data show user advisory (ua) 11 (max patient temperature exceeded) error messages occurred around the reported event date. The customer has decline the repair, therefore, the defective part was not replaced. The platform was tagged with a sticker "not for clinical use" and has been returned to the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
The customer returned the autopulse platform to zoll thailand for service repair. Upon further visual inspection performed during the service, unrelated to the reported complaint noted missing screws from the platform's cover and internal components, such as the load cell amplifier board and pcb support bracket, likely attributed to the user mishandling. Upon further functional testing performed during the service, the platform failed the power on self-test, the lcd was blank and the platform generated a clicking sound. The observed issue is unrelated to the reported complaint. The root cause for the observed issue was due to the disconnected cables on the processor board. The cables need to be reconnected to address the issue. In addition, the autopulse platform displayed user advisory (ua) 28 (loss of clutch connectivity) and fault code 27 (encoder fault), unrelated to the reported complaint. The root cause for the ua 28 was a disconnected clutch cable from the pdb and the root cause of fault code 27 was a defective drive train and pdb. Defective parts will be replaced to address the observed issues waiting for the customer's approval for service.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message after performing 4-5 compressions. In addition, the platform displayed user advisory (ua) 11 (max patient temperature exceeded) error message. The user was unable to resolve the issue. There was no patient involvement.